Manufacturer narrative:
See manufacturer report # 2029214-2021-00940, 2029214-2021-00942, 2029214-2021-00943, 2029214-2021-00944, and 2029214-2021-00941 for other devices involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent onyx embolization for a brain malformation, and the ophthalmic artery was occluded after the surgery. It was indicated that all devices were prepared and flushed as per the instructions for use (IFU). Ancillary devices include marathon and echelon catheters.